Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted during a procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was to seal a fistula at the ge junction following bariatric surgery. On (B)(6) 2012, the stent was implanted successfully with no issues. On (B)(6) 2012, the physician reexamined the patient and the stent was noted to have migrated into the stomach. The stent was noted to be difficult to withdraw due to patient's anatomy as it had migrated into the pyloric antrum. However, the stent was able to be retrieved successfully with talon forceps. There were no patient complications as a result of this event. The patient condition was reported to be "okay".

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The reported event of stent migrated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.